Event description:
Damage to the pump housing and usb port was reported, affecting the customer's ability to charge the pump, although the pump did not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as a backup therapy. The customer was advised on how to put the pump into storage mode before returning it and was instructed to return the damaged pump using a pre-paid label within ten days.